Event description:
Customer reported via phone call to have broken belt clip and insulin pump fell causing scratches on display screen. Customer was able to still read display screen. Customer reported that insulin pump was exposed to pool water. Customer also reported of not being able to rewind insulin pump due to buttons not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to a corroded keypad trace. Moisture damage was found at the electronic and motor assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received without the original belt clip and no damage was noted to the belt clip slot.